Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting an e103 error code during preparation for a cholecystectomy procedure. According to the initial reporter, another device was used to complete the intended procedure with a ¿complete success¿ patient outcome.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The e103 error was present due to a strong impact on the front panel, causing a misalignment on the turret wheel. To further illustrate this failure, the front panel mouth was cracked. Additionally, a worn-out socket slider switch was causing intermittent use of high intensity mode. A non-olympus lamp was installed on the subject device and provided a 50+ hours lamp life meter reading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the strong impact on the front panel causing a misalignment on the turret wheel could not be identified. Olympus will continue to monitor field performance for this device.